Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had received hardware low level failure. Customer's blood glucose was 6.5 mmol/l at the time of incident. Customer stated that the performed the self test again and insulin pump error appeared again. Customer troubleshot was performed. Customer stated that they were able to clear the alarm successfully and were able to rewind the insulin pump. The insulin pump will be returned for analysis.